Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. One day prior to receipt of this report, the patient was hospitalized. Treatment was not reported. The cause of the peritonitis was unknown. The patient is recovering from the event. No additional information is available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unreported date in (B)(6) 2013. As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13d08075 and h13d24015 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).